Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose in (B)(6) 2016 with blood glucose of approximately 26 mg/dl. Both times the lows were on the same week as when their health care professional updated their basal settings. Both events were also at night. Customer also experienced a high of 450 mg/dl. The customer was given food and glucose jelly to treat. The customer experienced symptoms such as falling, partial paralysis, stroke-like symptoms, convulsions, and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also experienced bent cannula events leading to high blood glucose levels, dka, and hospitalization. Customer was treated on (B)(6) 2017 for highs, depression, neuropathy, and kidney issues. The insulin pump will not be returned for analysis.